Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the guidewire became stuck in the introducer needle was confirmed and the damage appeared to be related to use of the device. One 0.035¿ guidewire was received within an 18g introducer needle. The distal tip of the guidewire was lodged in the needle. The guidewire was not extending from the distal tip of the introducer needle. A microscopic examination of the 18g introducer needle revealed that the inner edge of the opening at the needle bevel was deformed. A reddish brown colored residue was visible within the distal end of the needle and on the guidewire. The weld tip was located at the opening of the needle bevel. The guidewire was forcefully pulled from the introducer needle. A fibrous biological material was found within the distal end of the needle that surrounded the distal weld tip. It was noted that the core wire broke at the distal weld tip, which allowed the coil wire to stretch over the core wire. The damage at the needle bevel and the presence of biological residue lodged between the guidewire and needle indicate that the guidewire was retracted within the introducer needle. The outside diameter (od) of the guidewire was found to be within specification. The product IFU cautions, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire could not be advanced in the middle of inserting the guidewire through the introducer needle. Therefore, the guidewire and the introducer needle were removed together. After removal, the guidewire was attempted to be removed from the introducer needle. However, it was stuck and could not be removed. There was no reported patient injury. On (B)(6) 2020 - returned sample includes a broken wire.